Event description:
Boston scientific received information that the right ventricular (rv) lead displayed variable pacing impedance measurements, with intermittent loss of capture (loc) during movement. Noise on the rv lead resulted in asystole greater than two seconds. A revision procedure was performed and the rv lead was surgically abandoned. The device remains actively implanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.